Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Band slippage, reflux and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, reflux and dysphagia as follows: "slippage of band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."

Event description:
Health professional reported allegedly the "lap-banded and port [were] removed, not functioning properly." Follow up findings: health professional reported the lap-band device was explanted without replacement due to the pt experiencing "reflux and dysphagia." An "upper gastrointestinal (ugi) endoscope" was conducted indicating "gastric band prolapse." Additional information has been requested from the physician but has not been received at this time.